Event description:
During a colonoscopy, a cook instinct endoscopic hemoclip was used to treat a post polypectomy defect in the transverse colon. The clip was attached to the targeted site and would not deploy/release from the catheter. The clip was pulled off the tissue site. Another of the same device was used to finish the originally intended procedure. A section of the device did not remain inside the pt's body. Other than the add'l clips during the same procedure, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Info regarding lot number provided with the device returned for evaluation: w3265800: mfg date: 03/21/2013; exp date 03/21/2016. Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all the pieces of the device are accounted for. The drive wire is securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The product said to be involved was returned in an open pouch from a lot number w3265800 that differs from the unk lot number in the report. The device history record for the lot number was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all disposable hemostasis clips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.